Event description:
It was reported, that a female underwent revision surgery due to the nail fracturing approx 8 weeks post op.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.